Event description:
It was reported a patient experienced peritonitis manifested by intense abdominal pain and cloudy effluent with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with 2g of voncon (route and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital after eight days. The patient was recovering from the event at the time of the report and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.